Manufacturer narrative:
(B)(4). Insulin pump was received with blank display due to corroded battery tube. Unit was received with cracked select button keypad overlay and missing display window cover. The p-cap locks properly into place. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was broken at battery compartment. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.